Manufacturer narrative:
G4: 19feb2020 b4: (B)(6)2020. The customer troubleshot with technical support, the customer was unable to duplicate the reported issue. The customer stated to not use external oxygen sensors. The customer was advised to replace the oxygen cell and perform a complete performance verification testing before placing unit back into service. Multiple attempts were made to obtain patient information and on repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
It was reported that the ventilator was alarming low o2 and high pressure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.